Manufacturer narrative:
On 11/02/2018, there was an update on codification which indicated that the code parasthesia was selected incorrectly in the previous report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor smooth round moderate profile 475cc saline breast implant, catalog number 3501680, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with mentor smooth round moderate profile 475cc saline breast implants which the right side deflated after implantation. Patient reported that the right breast got smaller and she felt tingling for one to two days. As a result she had the device explanted on (B)(6) 2018.

Manufacturer narrative:
On 10/22/2018, mentor completed the investigation on the suspect device: device evaluation summary: upon receipt by mentor, the device returned without fluid. White and yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.7 cm within a crease on the posterior aspect and extended to the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white and yellow material found the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It was initially reported : lot # 1008757, catalog # 3501680 , serial # (B)(4), however mentor received the device with lot # 5585333, catalog # 3501680. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant device and the suspect device were reported reversed in the initial report: concomitant device serial number is (B)(4). Suspected device serial number is (B)(4) which was also reported on (B)(6) 2018. (B)(4).